Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient got an inappropriate shock due to t-wave oversensing. The shock induced polymorphic ventricular tachycardia. It took another shock to successfully convert the arrhythmia. Technical services recommended some programming options. Also, a magnet had been placed over the device to prevent shocks. The device was beeping. An interrogation had an battery depletion alert. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide additional information that the event has an additional trend concerning the induced arrhythmia. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the event has an additional trend concerning the induced arrhythmia. It was reported that the patient got an inappropriate shock due to t-wave oversensing. The shock induced polymorphic ventricular tachycardia. It took another shock to successfully convert the arrhythmia. Technical services recommended some programming options. Also, a magnet had been placed over the device to prevent shocks. The device was beeping. An interrogation had an battery depletion alert. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. There were no additional adverse patient effects. The system remains implanted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.